Manufacturer narrative:
Initial reporter full facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after balloon insertion the foley catheter sterile water did not enter. It was confirmed that after catheter removal when the sterile water was injected, the water did not drain out.